Event description:
As stated by the customer (B)(4) 2010: two hca's and 1 rn placed the sling (maa4000-xl) onto the resident while she was in bed. One hca was on the left side of the bed and one hca and rn was on right side of bed. They raised the resident off bed seeing the clips were in place. Resident was raised 3-4 inches off the bed. The transfer was from bed to chair. The chair is at the foot end of the bed. Hca on the left side of bed assisted/ob served resident and the hca and rn were pivoting lift away from bed turning resident to the foot end towards wheelchair. Once resident is near chair, they tilted the spreader bar handle down to sit up the resident. (The tilted required force to sit up resident) while tilting resident to a sitting position (jerkins force) resident right shoulder hit sling clip and clip came off of pin. She fell out of sling to right side. Rn did assessment and put resident back to bed. Doctor examined and no signs of anything. Kept resident on observation. (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by (B)(6) hospital equipment ab in (B)(6) will be reported by u.s., the legal manufacturer, (B)(6) hospital equipment ab in (B)(6) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(6). Additional information will be provided upon conclusion of the manufacturer's investigation.